Event description:
Per clinical trial (B)(4): on (B)(6) 2014, patient underwent left breast revision augmentation and scar revision using a short scar incision. 1 piece of galaflex was used. No concomitant procedures were done. On (B)(6) 2014, breast erythema/redness was reported. Patient was treated with medication (cipro, doxycycline, bactroban). Ae resolved on (B)(6) 2014 without sequelae. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of erythema. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR is being submitted to report the ae of erythema; an additional MDR shall be submitted to report the ae of extrusion. Not returned.